Event description:
The customer obtained lower than expected ammonia proficiency sample results using vitros amon slides processed on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. It is unknown if patient samples were tested during the interval that the lower than expected proficiency sample results were obtained. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected amon proficiency sample results were obtained on a vitros 5600 integrated system. The lower than expected results were obtained from diluted proficiency samples that were not processed following the recommended dilution protocol. The investigation was unable to determine a definitive root cause. However, user dilution error or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown.